Event description:
It was reported that this right ventricular (rv) lead became dislodged and presented high capture threshold measurements as a result. Additionally, the patient was reported to have suffered from shortness of breath and fatigue as a result. This lead was revised with it remaining in service. No additional adverse patient effects were reported.